Event description:
A 6f pacel bipolar pacing catheter was selected for use for temporary pacing while the pt was waiting for a transcatheter aortic valve implant procedure. A perforated ventricle was reported in conjunction with the use of the device, requiring surgical repair.

Manufacturer narrative:
A final report will be submitted upon completion of the investigation.